Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 80 mg/dl. Sensor glucose and blood glucose difference 40. Sensor glucose and blood glucose difference is not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Adverse event has been updated to malfunction from serious injury.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.